Event description:
It was reported that the ilet issued an occlusion alert after a supply change, delivery paused, and the alert was not acknowledged for approximately three hours following a meal, during which the user's blood glucose rose to 368 mg/dl. Once the alert was acknowledged, delivery resumed and the user was advised that regulation could take about two hours. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue involving the user interface, specifically an improper or incorrect method in which the occlusion alert was not acknowledged, halting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.